Manufacturer narrative:
The customer¿s report of a leak at the connection site was not confirmed or replicated. No issues were observed anywhere on the extension sets. It was noted that the sets were received not connected to one another. Functional and pressure testing was performed; no signs of leaking was observed. Dimensional testing was performed on the male and female luers of both samples. All components were found within the required iso specification. The root cause of the leak at the connection was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the connection while attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.